Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said they did not get the manual that was for the patient therapy application, and that the box was open when they got it. They were missing the manual and wanted a hard copy. They were emailed a copy and an email was sent to the field to request a hard copy be delivered to the patient. The reason for the call was that the patient said the battery was dead and the wires were broken. When asked if the device died due to normal battery depletion, they thought the battery died because they fell so many times and broke the wires. There were no wires connected when they went in for replacement surgery. They put new wire in. The patient said that since the time of implant, the therapy never worked right. They stated, "never worked right, suffering from bladder ever since." The doctor did not know how to connect the stimulator to the bladder. They were the same doctor that did their pain stimulator. Their other doctor would not touch the system because the first doctor did the implant. They said the other doctor had to fix the issue, and that doctor never fixed it. The caller did not know the representative's name that was at the surgery, where the system was replaced on (B)(6) 2021. The patient said the wires breaking happened several years ago, but they suffered from bladder symptoms ever since implant. The caller said the doctor did not know how to hook it up right. They also mentioned they were always constipated. No further action was taken by the help line.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v500733, implanted: (B)(6) 2010, explanted: (B)(6) 2021, product type: lead . Other relevant device(s) are: product ID: 3093-33, serial/lot #: v500733, ubd: 25-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.